Event description:
It was reported that the patient received 16 inappropriate shocks, the short interval counter was at greater than 6000, there was noise on egm, an apparent lead fracture and/or insulation break, and possible oxidation and discoloration at the is-1 pin. The lead was partially explanted. No further patient complications have been reported as a result of this event.